Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient has experienced a loss of ability to set ipg to MRI mode due to low impedances. Explant is possibly planned in the future to resolve the patient's issue.